Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 the asymptomatic patient presented in clinic for follow-up. Upon attempting the cyber-security upgrade, the patient experienced pacemaker syndrome. The sales representative removed the wand from the implantable cardioverter defibrillator to turn off the programmer, which caused the device to go into backup vvi. The device was successfully restored and the patient symptoms were resolved.